Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image interference with a single charge coupled device cable connection and a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the noisy image was due to a defective ultrasound plug unit. And for the image interference with a single charge coupled device cable connection, the cause was damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.